Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and miniarc was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to recurrent sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent revision of pubovaginal sling with excision of mesh arm and cystoscopy on (B)(6) /2009 due to extruded vaginal mesh and dyspareunia. It was reported that patient underwent sling revision and cystourethroscopy on (B)(6) 2010 due to erosion and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling revision on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient underwent a dilatation and curettage, hysteroscopy, operative laparoscopy with left ovarian cystectomies on (B)(6) 2014 due to dysfunctional uterine bleeding and multicyctic left ovary and pelvic adhesions. No additional information was provided.